Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not provided by hospital. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the proglide device could not be removed from the patient anatomy due to the suture knot. The knot was visible above skin level. The suture was cut distal to the knot and then the proglide device could be removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case it is possible that patient anatomical conditions (knot jams in sub cutaneous tissue) contributed to the difficulty to remove; however, a conclusive cause cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Testing was successfully performed on the returned devices with no malfunctions observed.